Manufacturer narrative:
A3b: gender: n/a. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rt. A review of the device history record of the product code/lot number combination was conducted with no findings. The sample was not available for evaluation. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported an unknown issue with the angio-seal device. The procedure performed was a pvc ablation. The reported event did not result in injury. The blood loss was less than 250cc's. Additional information was received on 15jul2024: a 6 french sheath was used via right common femoral artery (cfa). An angiogram performed pre-deployment. Manual compression was performed, and the patient was stable.